Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they met with a rep on (B)(6) 2025, and the rep made some adjustments to make different parts of the stimulator. Patient stated they have a stimulator that goes both to their neck and down to their tailbone so all those nerves are being impacted. Patient said they have 4 settings on their handset and the changes made yesterday haven't worked the way they were hoping they would because they still had some pain last night. Patient wanted to adjust some of the intensity but they were not sure which group they could use to adjust. Agent reviewed option to check each group to see which part of the body they are feeling stimulation on. The patient was redirected to their healthcare provider to further address the issue. No device issues reported. Additional information was received, it was reported the patient continued to have pain at the battery site. The patient met with their hcp about the pain and that the patient felt like the stimulator was not working. The patient had been unable to hold their head up for most of the day and had to use a neck brace. The incident seemed to resolve itself. The hcp was unable to determine the cause of the event. The patient was also receiving shocks periodically from the battery site. Both the shock and pain was strong enough to wake the patient up at night. No additional steps were taken to resolve those issues. The patient also noted a lack of training on how to use their remote to change settings.